Manufacturer narrative:
Correction information: section h.4 additional information: section h.6 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. Device testing could not be performed due to no lock. Revision surgery will be scheduled.